Manufacturer narrative:
The qa lab received an empty reagent bottle, so testing was not possible.

Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 307 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were to be returned for eval, but the qa lab only received an empty bottle. Replacement test strips were sent to the customer.